Event description:
It was reported that balloon rupture occurred. Access was obtained via the opposite side of the lesion. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery (cfa). A 6.0mmx60mmx135cm sterling¿ balloon catheter was selected to dilate the lesion. The balloon ruptured at 14 atmospheres. The procedure was completed with a 7mm-4cm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).